Manufacturer narrative:
(B)(4). Patient was born in 1948. Concomitant medical products: unknown mayo stem ¿ unknown part and lot, unknown head ¿ unknown part and lot, unknown shell ¿ unknown part and lot. Report source (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06623.

Event description:
It was reported that patient underwent right hip revision approximately 2 years post implantation due to loosening of the femoral stem and wear of the poly liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.